Manufacturer narrative:
Approximate age of device - 3 years, 6 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system was producing pump stoppage events. A log file was provided to the technical service representative and pump stoppage events were confirmed. X-rays provided confirmed an area that appeared to be a break with damage to the shielding. It was reported that on (B)(6) 2018, the technical service representative performed a distal end percutaneous lead (driveline) replacement. Post repair the lvad system was tethered to a grounded power module patient cable without issue.

Manufacturer narrative:
The pump remains in use supporting the patient; however, a portion of the percutaneous lead (driveline) that was removed during the repair was returned to the manufacturer for evaluation. The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppages. Approximately 20.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segment. A rescue tape repair was present on the distal end of the driveline, removal of which revealed a small tear in the outer silicone sleeve adjacent to the distal end bend relief. Examination of this area also revealed that the underlying bionate layer was perforated. Inspection of the underlying wires identified a breach in the green wire insulation exposing the inner metal conductors at approximately 2 inches from the metal connector, which was in the location of damage to the outer silicone sleeve and clear bionate. The observed wire compromise appeared consistent with mechanical trauma; however, the evaluation could not determine a specific cause for this damage. If the exposed conductors of the compromised green wire made contact with the metal braided shield while the patient was operating on a tethered power source (such as the mobile power unit or power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.